Manufacturer narrative:
Evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
The acetabular insert was revised. The reason for the revision is unknown at this time.